Event description:
The customer reported that the dinamap procare 400 phase connector was loose and disconnected from the internal iecl socket (rear of product). It was also noted that the power cord was damaged and 50mm from where the power cord plugged into the back of the dinamap, there was a hole burned in the insulation, evidence of an arc. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.